Manufacturer narrative:
(B)(6).

Event description:
It was reported the equipment does not trigger shock. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor assembly, the replacement for which a quote was given. The device remains at the customer site and no further evaluation is warranted at this time.